Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported laryngoscope inoperable. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the technical inspection by the manufacturer, the fault description provided by the customer "laryngoscope not working, (no image, no light)" was confirmed and further defects were identified. The following defects were identified in total: led does not light up. No image. Blade defective. Circuit board defective. Cover damaged. Plug damaged. Software version is up to date. Moisture has penetrated. As stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage, which has caused the c-mac blade to leak between the plug and the cover. The leak allowed liquid to enter the blade, which damaged the circuit board and caused the light and image to fail. The event is filed under internal karl storz complaint ID: (B)(4).